Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid via an implanted pump. The hcp was calling for MRI compatibility guidelines. Per the hcp, the patient was having an MRI (spine series and brain) for seizures, ataxia, and tremors. The reporter had no further history.